Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction, the following fields are unknown: d4- product lot, d4- product lot (MDR), d4- expiration date, d4- UDI, h4 investigation - evaluation an issue was reported to cook involving a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley (c-ptisy-100-hc-perc8). During use, the wings that secure the inner cannula to the trach flanges broke. The device was removed and a replacement device was placed at bedside. Cook became aware of this event on 15 may 2020 upon being notified by nyu hospitals center. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A lot number for this event was initially reported but was later determined to be unknown; regardless, a review of the DHR for the initially reported lot number (10097897) revealed no recorded non-conformances. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that non-conforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ptis_rev4 [ciaglia blue rhino percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings ¿ only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Precautions ¿ an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in the identification of anatomical variances. ¿ this product is intended for use by physicians trained and experiences in percutaneous tracheostomy techniques. Standard techniques for percutaneous placement of tracheostomy tubes should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event was unable to be established. A review of the device master record (dmr) found that while device quality control procedures are in place, the component is supplied to cook for distribution. Appropriate measures involving the supplier have been initiated to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient and/or event information has been received since the previous medwatch report was sent.

Event description:
It was reported in additional information received on 31jul2020 that no patient harm or delays in care were experienced due to this occurrence. The issue was first observed in the medicine critical care unit (micu). The defect was unclear when the issue was discovered, but it was noted that the patient could not be ventilated adequately. The trach was removed in a bedside procedure by ent on (B)(6) 020. The tracheotomy incision was widened toward the midline and a small piece of tracheal ring was removed for better exposure. The ventilator was then stopped and the endotracheal tube was pulled back at a point just above the tracheostomy site. An 8 shiley tracheostomy tube was then placed and the circuit was hooked up prior to re-initiating ventilation. The tracheostomy tube was secured with sutures and the strap. The patient remained well ventilated throughout the procedure. It was later reported on 05aug2020, in regard to the three failed attempts with a 7.5 shiley that lead to the surgical intubation with the 8 shiley, the issues with the device were not known as the event occurred at the parent facility. Only one 7.5 shiley device was involved and decannulation and intubation was only required in one instance.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: assistant director. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the shiley at the connection of the tracheostomy hub of a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley device broke off. Consequently, the device had to be removed and replaced in an additional procedure. Difficult intubation was experienced initially, resulting in three failed attempts and a surgical airway/tracheostomy performed on (B)(6) 2020. A "formal" tracheostomy was performed on the patient on (B)(6) 2020. Two days following the insertion, during tracheostomy care at a different hospital site within the health system, the wings that secure the inner cannula to the tracheostomy flanges of the device broke off. The 8.0 cuffed shiley was exchanged for an identical trach. No additional patient harm has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.